Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area, brown particles in shell. The leak test was performed which identified; the device did not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no openings or delamination found. - no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device remains implanted.

Event description:
The device has been explanted and replaced.